Manufacturer narrative:
Continuation of d10: product ID dvea3e4 lot# serial# (B)(6) implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant, the patient began weight training, on their own judgement. P-wave oversensing and noise thought to be myopotentials was intermittently observed. The extravascular (ev) lead was suspected to have dislodged. As most of the episodes of oversensing did not exceed six seconds per hour, and the only sustained episode was appropriately managed by the noise discrimination function, the physician opted to monitor the patient and lead for time being. The lead remains in use. No patient complications have been reported as a result of this event.